Event description:
I am reporting the ultherapy device. It melts the fat on your face, damages face muscles and causes nerve damage. I had the treatment on (B)(6) 2015 in (B)(4). My face has rapidly been shrinking, my fat pads are half and thickness. My skin has thinned out and feels numb like I have a mask on. I got nerve damage on the temple area and my eye won't stop twitching. I have meet many women with similar or worst stories. Some practically disfigured. This technology should never be used for face tightening! Should probably be used for lipo loss on the body, but never on the face. Still it thins out your skin and it becomes saggier. Please stop more women from getting hurt by this machine! It shrinks faces! Have pictures that could provide.